Event description:
It was reported that over the past several weeks, the pt complained of a tremble in her voice and feels stimulation as a foreign body in her throat. Pt denies any painful stimulation. The physician ran diagnostics and found high impedance and feels the lead is likely damaged. The pt underwent full revision surgery due to the high impedance. The explanted products were returned to the MFR, but analysis is pending. X-rays are being sent to the MFR for review, but they have not been received to date. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.